Event description:
This is filed to report the clip detaching from one leaflet resulting in leaflet tear requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization during the procedure was difficult. One clip delivery system (cds) (ntw) was advanced into the patient anatomy. Upon insertion the physician decided a different clip size was needed and the clip was removed from the patient and replaced. Another clip (xtw 10722r219) was advanced into the patient anatomy, during attempts to grasp the leaflets it was noted that one gripper remained fully raised. The clip was retracted into the left atrium where the issue was confirmed. Therefore the cds was removed from the patient and replaced. An xtw (20322r253) was advanced in the patient and successfully implanted. An xt was prepped and inserted into the steerable guide catheter (sgc) and it was noted that the previously implanted clip (xtw 20322r253) had detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion this was due to patient anatomy and the leaflet had torn. The xt was removed and not implanted. The patient underwent valve replacement surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to patient¿s anatomy (posterior (p3) prolapse, degenerative leaflet). The reported poor image resolution was due to patient¿s anatomy. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unspecified tissue injury (torn leaflet) was due to the slda. The hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacturing, design or labeling.